Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a faulty connector and also it was not displaying image. The issue was found during set up or inspection for use (before patient in room). There were no reports of patient involvement.